Event description:
Hub of groshong line became disconnected from infusion set. Patient collapsed, first aid given by family member. Has experienced other side effects possibly from incident. Line still in situ.